Manufacturer narrative:
Tracker-18 ub catheter was returned full of blood, wrapped around itself in plastic bag. There were several portion of crushed tubing and delamination along proximal and mid shafts. During investigation it was observed that there were traces of accordion wrinkles on mid shaft, on section 1 cm long jsut distal to distal filler. Shaft was also ripped (7 mm long) along accordioned segment, and, proximal end of coil was coming out through rupture. Accordion wrinkles are indication that jammed intraluminal device was forcefully removed. Additionally, there were also longitudinal scratched proximal and distal to accordioned segment. These scratches and rupture of shaft are consistent with failure associated with use of intrluminal device (i.e. Guidewire or coil pusher) used to dislodge a jammed coil. According to info received on this procedure, sequence of events was: set guidewire into tracker-18 ub and advanced it to peripheral branch of gda; made dsa and found contrast leaked at catheter's shaft, but proceeded on; inserted and pushed coil; coil came out of catheter through same hole where contrast leaked. Per labeling instructions: * "caution: carefully read all instructions prior to use. Observe all warnings and precautions noted throughout these and other instructions relevant to procedure. Failure to do so may result in complications." * "warning: do not use catheter of guidewire that has been damaged in any way. Damaged catheters may rupture causing vessel trauma or tip detachment during steering maneuvers. Damaged guidewires may cause vessel trauma or unpredictable distal tip response during steering maneuvers." Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
It was reported to target that the physician set a guidewire into a tracker-18 unibody catheter and advanced it to a peripheral branch of the gda. Then he made a dsa. At the same time, he found the contrast leaking at the shaft of the catheter but he proceeded on. He inserted and pushed a coil with a coil pusher but the coil dropped out of the catheter for the hole through which the contrast was leaking. There was no consequence to the pt from the procedural occurrence.